Event description:
Pt reported that the lancet carrier is not retracting properly which results in the lancet protruding from the end-cap. Pt did not experience an unintentional puncture as a result. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.